Manufacturer narrative:
Device evaluation: no device-related issues were identified during the evaluation of the returned pump. The pump was returned assembled with the driveline cut approximately 12.5 inches from the pump housing and the distal portion of the driveline was not returned. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the device also revealed no evidence of adhered or developed thrombus formations or depositions. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. As a result of damage incurred during the manufacturer's cleaning and sterilization process, the device could not be rebuilt and functionally tested under loaded conditions. However, a review of the device history records revealed no deviations from manufacturing or quality assurance specifications. Hemolysis, right heart failure, and hepatic dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device: 5 years, 1 month. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2011. It was reported that the patient presented to the emergency department on (B)(6) 2016 with shortness of breath and worsening heart failure. X-ray images showed pulmonary edema. The patient's urine was tea colored, the lactate dehydrogenase (ldh) level was in the 1600's u/l, and the liver function tests continue to rise. The following day the patient's ldh level was elevated to 2010 u/l. The patient was started on a bivalirudin infusion and coumadin therapy was held. On (B)(6) 2016, the patient underwent a pump exchange. No additional information was provided.